Event description:
A facility reported that the vacuum of some cassettes did not work. The event happened once that day. No pt impact reported. Add'l info was received from the facility who reported that they were unable to determine if the event occurred before or during surgery. Add'l info has been requested but not received to date. This is one of five medical device reports being filed for this event.

Manufacturer narrative:
Cassette was received for eval but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).